Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient contacted (B)(4) regarding assistance with air in the patient line while using the homechoice (hc) during therapy, in the initial drain cycle. The patient stated she had connected, pressed "go" and then pressed "stop" when she saw the air. The patient wanted to know if she needed to start over. (B)(4) explained the patient would need to start over with new supplies and offered assistance with ending therapy. The patient stated she knew how, and elected to setup with new supplies. No injury or medical intervention was reported.